Manufacturer narrative:
We are in the process of investigating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported while performing a right sided atrial flutter ablation procedure using the cool path duo catheter, the physician mentioned that the catheter shaft felt hot while ablating at 35 watt, 43 degrees celsius, and infusion rate at 17ml/min. The physician continued the procedure successfully with the catheter and only mentioned it after removing the catheter from the patient. Visual examination of the catheter showed nothing unusual. It was also noted that the temperature values during ablation seemed higher than usual. There were no adverse consequences to the patient.